Event description:
The customer called to report high blood glucose levels of 420 mg/dl. The customer then stated that she was hospitalized for high blood glucose levels, with a reading of approximately 500 mg/dl and vomiting. Troubleshooting was performed, and the daily totals did not match with the bolus and basal rate delivery totals. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No daily total or history anomaly was noted.